Event description:
It was reported that the patient called with a report of warmth even heat at times from her pacemaker. The patient was referred to her physician for further evaluation. Information received notes the patient had been seen in clinic twice since implant the last of which was march 2024 where the implant site looked good with no signs of infection. The patient saw her physician twice who had not seen or felt any warmth. An offer was made for the patient to get a second opinion from a separate physician, but the patient was reluctant. The patient's blood work and chest x-ray were normal. The patient was to continue being observed.